Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no vibration. The acapella is blocked with strong exhalation. The patient stated that when he blows into it, the air escapes on the other side with slight resistance but without vibrations. When he blows too hard, the air flow is blocked. There was patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the returned device was tested per internal procedures for low and high flow and failed. The device was opened, and it was identified that the rocker component was not placed correctly. After setting the rocker properly the device was tested again for low and high flow per procedure and failed. The device is in good condition and there are no indicators as to why the device would fail. The complaint is confirmed. The manufacturing team has been made aware of the defect that occurred. Customer complaints were reviewed for the past two years for other occurrences of the defect described. One other complaint was identified with the same failure. ICU medical continues to monitor and track all customer complaints and escalate as needed.